Event description:
It was reported that etoposide total volume ~500ml was programmed to infuse at a rate of ~600ml/hr. Resulting in a one hour infusion time. Etoposide requires blood pressure checks for monitoring during infusion. When the clinician returned to the patients room 40 minutes later to address a low blood pressure reading. . The pump was paused as the nurse assessed the patient. It was determined that the low blood pressure reading may have been due to the patient moving. The etoposide infusion was restarted. The nurse returned 20 minutes later and noted that the majority of the chemo was still in the bag when it should have completed. It was noted that the IV set may have been clamped during the first 40 minutes of the infusion however the pump did not alarm for an occlusion. The tubing was connected to a y-site closest to the patient below the alaris pump and nitro tubing was used with a filter that has an extra clamp. Pharmacy states the bag was not overfilled with too much medication. The patient required additional bp monitoring due to the extra time it took to complete the infusion, but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that etoposide total volume 500ml was programmed to infuse at a rate of 600ml/hr. Resulting in a one hour infusion time. Etoposide requires blood pressure checks for monitoring during infusion. When the clinician returned to the patients room 40 minutes later to address a low blood pressure reading. . The pump was paused as the nurse assessed the patient. It was determined that the low blood pressure reading may have been due to the patient moving. The etoposide infusion was restarted. The nurse returned 20 minutes later and noted that the majority of the chemo was still in the bag when it should have completed. It was noted that the IV set may have been clamped during the first 40 minutes of the infusion however the pump did not alarm for an occlusion. The tubing was connected to a y-site closest to the patient below the alaris pump and nitro tubing was used with a filter that has an extra clamp. Pharmacy states the bag was not overfilled with too much medication. The patient required additional bp monitoring due to the extra time it took to complete the infusion, but no patient harm.

Manufacturer narrative:
Omit: a090103 no audible prompt / feedback (2282).